Event description:
The pt developed chronic pain. A loose screw in the left prosthesis was observed by the surgeon, who elected to remove the prosthesis. The operative notes contained no reference to the rationale for removing the implant rather than tightening or replacing the screw. The user facility reported the event as a "failed implant", however, in subsequent conversation with the initial reporter, it was noted that the implant was removed due to a loose screw, as described above.